Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for a femoral trochanteric fracture. A nail was used, but the nail had a low medullary cavity occupancy rate since the patient had severe osteoporosis, so cement was used. The surgeon did not realize that the blade had perforated the area from the anterior neck to the femoral head when inserting it, and injected cement. Although the surgeon noticed this midway through the injection, a small amount of cement had leaked. The cause is believed to be the guidewire insertion process for blade placement. The surgeon removed the blade and inserted another blade into the optimal position. The results of investigating the cause with the surgeon based on the saved image are as follows: when the insertion of the guidewire was confirmed on the ml image, it was slightly forward, but within the acceptable range. When the sales rep and the surgeon looked at the ap image, the handle had tilted backward due to a low medullary cavity occupancy rate caused by osteoporosis. As a result, the guidewire, which had not been inserted deep enough into the femoral head, moved forward and the blade was inserted as it was, leading to perforation. The surgeon's opinion was that another blade was inserted and placed in the correct position, and that the leaked cement was fortunately not inside the joint but in the front of the neck, so there would be no major problems. The surgery was completed successfully within 30 minutes¿ delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.